Event description:
Customer reporting false negative sars patient. Customer communicated they collected 5 swabs from 1 patient and 1 of the 5 swabs came back as solana negative but confirmed positive by rapid antigen and pcr. Symptomatic status of patient is unknown.

Manufacturer narrative:
Investigation conclusion:product performs as expected, no false negative results were observed. Unable to duplicate customer complaint. Root cause: can not duplicate with retains / no problem found / unable to determine. Source: phone.